Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate or verify the reported issue. After observing proper device operation through functional and performance testing, the device was subsequently returned to the customer for use. A root cause of the reported event could not determined.

Event description:
A customer contacted physio-control to report that their device had powered off unexpectedly during patient monitoring. The patient associated with the reported event was not harmed. Physio-control contacted the customer in order to obtain additional information about the patient; however, no response was received.

Event description:
A customer contacted physio-control to report that their device had powered off unexpectedly during patient monitoring. The patient associated with the reported event was not harmed. Physio-control contacted the customer in order to obtain additional information about the patient; however, no response was received.

Manufacturer narrative:
Section e1 initial reporter postal code of the initial medwatch report should indicate: se1 8sd.